Event description:
Caller stated that their meter is not showing the blood drop icon when the test strip is presented. A review of the system was conducted over the phone. This review indicated that after replacing the batteries the blood drop icon appears but segments are now missing from the display. Customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.